Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Review of the provided image was consistent with the provided batch/lot number of instrument. There was no obvious visual damage to the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the flexibility at the tip of fenestrated bipolar forceps instrument malfunctioned and it could not perform procedure accurately as directed by the surgeon. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was installed on an in-house system and driven direction. The grip tips moved in the direction commanded; however, delay in the motion was observed.

Event description:
Refer to h11 for follow-up information.